Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to perform baseline ECG) was confirmed. As received, the monitor failed to perform a baseline. The cause for the failure was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to perform a baseline ECG.